Manufacturer narrative:
The device was received with the implant coil detached from the pusher. There was no evidence of thermal detachment on the pusher's heater coil, indicating the device was not activated with the detachment controller. The pusher's body coil was damaged and has a stretched tail at the tip, which is evidence of a tensile break; however, the conditions or circumstances that led to the detachment cannot be determined.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for analysis. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during advancement of a peripheral embolization coil, the coil unexpectedly detached in the catheter. The coil was removed in its entirety from the patient without intervention. There was no reported patient injury.